Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose value was 136 mg/dl at the time of the incident. The customer stated that pump did not vibrate during the vibrate test portion of the self test. The device will be return for analysis.

Manufacturer narrative:
Device unable to vibrate due defect vibrator motor. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.